Event description:
It was reported that the remote communicator associated to this pacemaker displayed a red call doctor icon. Subsequently, troubleshooting was performed and the communicator was power cycled, with no successful transmission. The patient was referred to contact their clinic regarding the red call doctor icon. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.